Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring greater than 90 ohms and less than 150 ohms. Upon review, technical services (ts) stated that there were unstable and jumpy impedance trend with a progressive increase of the measured peaks. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring greater than 90 ohms and less than 150 ohms. Upon review, technical services (ts) stated that there were unstable and jumpy impedance trend with a progressive increase of the measured peaks. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section e1 initial reporter title, e1 initial reporter first name, e1 initial reporter last name and e3 occupation.